Event description:
On (B)(6), 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging that her mother was unable to test with her onetouch ultramini meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's daughter alleged that the issue began in the afternoon on (B)(6), 2011 (time unknown). In addition to oral medication (type and dose unspecified), the patient's daughter stated her mother also manages her diabetes with diet and/or exercise. However, it is unclear what action, if any, the patient took in response to the reported meter issue. According to the csr's documentation, 30 minutes after the alleged meter issue began, the patient reportedly developed symptoms of dizziness, weakness, shaking, and lightheadedness. At an unknown time that afternoon, the patient administered self-treatment by increasing her oral medication and consuming 1 ½ pills. The patient reportedly did not test her blood glucose with another device. At the time of troubleshooting, the csr noted that the patient was testing in the meter's memory mode. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the alleged product issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.